Manufacturer narrative:
The alleged device was not returned to conmed quality assurance laboratory for evaluation. However, a conmed service technician was able to evaluate the unit at the user facility. The system 7500/7550 met all testing and safety specifications with no noted damage and no other fault found. In addition, the footswitch passed testing. This failure mode is addressed in the risk document and risk analysis shows an acceptable risk level. This device was manufactured 13-feb-2002. A review of the device history record for this device found no ncr's and no note of discrepancies during the manufacturing process. The last date showing this device was serviced was 29-mar-2004. (B)(4). The conmed system 7500 electrosurgical generator with argon beam coagulation is a microprocessor-based, solid state, rf isolated electrosurgical generator. It is designed for enhanced control of bleeding and for the electrosurgical destruction of tissue in multi-specialty procedures in the operating room. Note: rf isolated means that the outputs for rf accessories are not directly connected to ground or to the unit chassis. The conmed system 7500 combines conventional electrosurgical features (monopolar cut, monopolar coagulation and bipolar) with argon beam coagulation in a full-capability, mobile electrosurgical system. Operation manual refers to section 4.2.2 for installation and removal of argon gas cylinders including warnings: 4.2.2 installation and removal of argon gas cylinders. Note: argon gas cylinders with the following dimensions must be used: outside diameter = 17.8 cm (7") maximum; height with valve = 61 cm (24") maximum; capacity = 1,190 liters (42 cubic feet). Warning: medical grade (99.998% minimum purity) argon gas must be used. Note: argon gas valve handnut connection is type cga-580. For use with argon gas tanks that require a different type of connector, an adapter is required between the handnut connector and argon tank. The adapter must be rated for 3000 psi / 200 bar. Note: conmed provides argon gas tanks for type cga-580 connections only. For countries that use standard connections other than cga-580, an adapter will be required to fill the argon tanks that are provided by conmed. Warning: replacing the handnut connection must be performed by a qualified service technician. The 4.2.3 installing the cylinders: disconnect the power cord from the wall receptacle. Lock the rear casters. Remove the safety cap and plastic cover from the new cylinder. Verify that the cylinder contains 99.998% minimum purity argon gas. Do not remove the tag. Place the cylinder on the rear shelf in the indentations to position the cylinder. Align the connector on the side of the cylinder under the valve and with the pressure line and connect manually by turning clock-wise. This connection can be tightened by hand and does not require a wrench but the connection must be tight. If this connection is not tight, argon gas will leak when the valve is open. Secure the cylinder in place with the retaining strap. Turn the valve on the top of the cylinder counterclockwise to open. The valve should be opened completely. Listen for leaks at the line connections. If leakage occurs, tighten the connection again. Note: check for leaks by applying a diluted soap solution and observing for the absence of bubbles, indicating an adequate connection. Verify cylinder pressure on the tank pressure gauge. A full cylinder will read approximately 14,500 kpa (2100 psi). The gauge must read above 1,700 kpa (250 psi) or the low gas supply warning will be activated. Caution: when connecting a tank of argon, verify that the pressure gauge shows an increase in pressure when the tank is turned on. If the pressure does not increase, then turn the tank valve off and purge the argon from the high pressure lines. The high pressure argon lines can store pressure equal to the pressure when the last tank was removed, which would allow an empty tank to be connected while the pressure gauge shows sufficient pressure to continue. To purge the argon gas, have the system turned on and press the purge switch that is within the abc section several times or until the pressure gauge is less than 200 psi. Two cylinders may be secured to the back of the generator, but only one can be connected to the pressure line at a time. The 4.2.4. Removing the cylinders: disconnect the power cord from the wall receptacle. Lock the rear casters. Turn the valve on the top of the cylinder clockwise to close. Disconnect the pressure line connection on the side of the cylinder under the valve by turning counterclockwise. Note: a short burst of argon gas may occur from the pressurized gas remaining in the gas lines. Note: if the pressure gauge is showing pressure greater than 800 psi, the pressure line connection may be too tight to disconnect. Ensure the tank valve is turned completely off, turn the conmed system 7500 on and press the purge button several times until the pressure drops below 200 psi. Unfasten the retaining strap. Replace the safety cap over the cylinder valve. Warning: the above steps may be followed to ensure the safe installation, removal, and handling of gas cylinders. All cylinders should either be secured in place or have the safety cap in place when not installed in the system.

Event description:
It was reported that, a staff member was asked to assist a junior member in changing the argon gas cylinder for this 60-7500-230, system 7500 esu unit. The member was instructed on how to correctly change the cylinder and observed the correct method of coupling and uncoupling. The junior member of staff reconnected and tightened the cylinder and was told to wait for a senior staff member to check and ensure the connection was correct and safe. The staff member returned to coordinating duties and seconds later a bang and hissing sound was heard. The staff member immediately ran to the theatre and noted that the gas cylinder was on the floor and the staff member was trying to turn it off. The staff member assisted in turning off the bottle. The junior member of staff was visibly shaken, was reassured and made comfortable. The user facility has not provided any additional information to date.